Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary stenting procedure with placement of a 3.5 x 28 mm xience v stent in the proximal right coronary artery (rca) and a 3.5 x 18 mm xience v stent in the proximal left anterior descending (lad) artery. On (B)(6) 2015, the patient was re-hospitalized due to chest pain. On (B)(6) 2015, angiography was performed and noted in-stent restenosis at the stent implanted in the proximal rca. Angioplasty was performed and the event resolved. No additional information was provided.

Manufacturer narrative:
(B)(4).